Event description:
Report received of an overdelivery. The customer contact indicated that the event was the result of a "user error." The device was programmed to deliver morphine 5mg/ml in the continuous only mode at a rate of 6mg/hr. On 3rd day, the physician wrote an order to increase the continuous rate to 8mg/hr. At approximately 1800, the nurse loaded a new vial and reprogrammed the device to deliver at the increased rate of 8mg/hr. At 2000, the nurse returned to the pt's room in response to an unspecified alarm condition. At this time, the nurse noted that the vial was empty and the pt was treated with 0.4 mg of narcan. The pt started "responding as much as they could." The customer reported that prior to the event the pt's responsiveness was "in and out" and they moaned to indicate they were in pain. The pt was reportedly terminal and in "the dying process." The next day at 2230 the pt expired. During testing by the user facility, the device passed all testing. The customer contact reported that this was "not a a device error, it was a user error." Though requested, no additional info was provided.